Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed, due to a loose harnessed. During evaluation, it was observed, loose locking lever was noted, upgrading the power switch was recommended, and the feet of the housing was worn. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the visera elite video system center had no image. It was noted that the customer tried three different cables when connecting three different camera heads, but no image was observed. There was no harm or user injury reported due to the event. Additional information was requested, if information is made available a supplemental report will be provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A correction to h10 of the initial report: device evaluation summary. The subject device was returned to olympus for evaluation and the reported issue was confirmed. An e315 error presented due to a loose harnessed. After reinserting the harness, the unit functioned as intended. Additionally, incorrect screws were found in the front panel chassis and it was determined that a 3rd party repair was attempted unsuccessfully. Other defects found included a loose locking lever, old power switch, and the feet of the housing were worn. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error e315 occurs when the processor cannot detect the type of connection scope. However, the definitive root cause of the error e315 could not be determined. It is possible that error e315 occurred due to the loosening of the harness between the scope connector and the circuit board, which prevented detection and identification communication between the scope and processor. The cause of the loosening of the harness between the scope connector and the circuit board could not be identified. Olympus will continue to monitor field performance for this device.